Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82-year-old male was implanted with an impella 5.5 device for mechanical circulatory support, after care being escalated from the impella cp. The medical team had difficulty delivering the impella pump and after several attempts they were finally able to get it in the right position. The patient went to ventricular fibrillation and was given cardiopulmonary resuscitation however that did not restore the heart rate and decision was made to withdraw care.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03842 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Delivery issue: the root cause of the delivery issue was most likely due to the use issue. Vt/vfib: the root cause of the vf/vt was most likely patient condition related because the timing of the event correlated with placement/repositioning and any device contacting the heart wall in conjunction with a poor patient condition could result in vt/vf.

Event description:
The complainant reported that the medical team had difficulty delivering the impella pump and after several attempts they were finally able to get it in the right position. The patient went to vfib and was given CPR however that did not restore the heart rate, and decision was made to withdraw care. Patient passed.